Manufacturer narrative:
The event of system replacement was reported to abbott. Both leads were explanted due to a lead fracture and replaced with a paddle lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The event of system replacement was reported to abbott. Both leads were explanted due to a lead fracture and replaced with a paddle lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-00821. It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.